Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath. The right ventricular (rv) lead had dislodged. The rv lead was reprogrammed and turned off. The rv lead was later revised and repositioned. It was also reported that the right atrial (ra) lead exhibited undersensing resulting in ventricular safety pacing, an atrial lead position check failure and possible dislodgement. The ra lead remains in use. No further patient complications have been reported as a result of this event.